Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Manufacturer narrative:
G1 contact office (and manufacturing site for devices) or compounding outsourcing facility.

Manufacturer narrative:
The reported observation of ¿ipg depleted in two years, no loss of therapy¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. End of life (eol) was not declared. The estimated longevity would have been 2 years +/- .25-year per ¿ 90205144, when using the as received programmed settings and assuming 700-ohm program impedances, for device model 3662. The total stimulation on time was 2.08 years, suggesting the device had normal battery depletion at the time of the observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information received identified that patient never lose therapy.